Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 45 green reload fired during this reported event for failure analysis investigations. A follow-up MDR will be submitted if additional information is obtained. Isi received the sureform 45 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the customer-reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 out of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The instrument also clamped and fired as expected during testing. The grips opened and closed properly. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue is typically associated with mishandling/misuse. Failure analysis found the primary failure of functional test failed to be related to the customer reported complaint. The instrument was found to have a firing failure based on log review but was not replicated during in-house testing. The stapler logs show the stapler instrument used in this reported event. Sureform 45 stapler instrument part number 480445-04, ln t15230109-0158, was used first, and it was installed on the system 9x intermittently throughout the procedure. This stapler fired 8 reloads (2 white, 5 black, 1 white, in that order). On installs 1 and 2, then 4-8, the first clamp was successful, and firing was completed with no pauses for compression. On install 3, there was 1 pause for compression during the firing. Slightly before the 8th install, the logs show 1 instance of error code 22020, with parameters of the errors indicating that the stapler failed to engage with the system, due to the discs not being at empty spin val. On the 9th install of this instrument, no clamping or firing was attempted. There were no incomplete clamps, incomplete unclamps, or firing failures by this instrument. There were no additional errors in the logs relating to this stapler. Sureform 45 stapler instrument part number 480445-04, ln t15230109-0122, was the second stapler used, and it was installed on the system 8x intermittently throughout the procedure. This stapler fired 8 reloads (4 black, followed by 4 green). On installs 1-4, and 6, the firings were completed with no pauses for compression. On install 5 the firing was completed with 1 pause, and on install 7, the firing was completed with 2 pauses. On install 8, the first clamp was completed, but was followed by a firing failure. The firing stopped at ~99% completion, after a duration of 38 seconds. Max torque during the firing exceeded the threshold at 701 n. The logs show error code 22030. There were no incomplete clamps or incomplete unclamps by this instrument. There were no additional errors in the logs relating to this stapler. Sureform 45 stapler instrument part number 480445-04, ln t15230109-0124, was the last stapler used, and it was installed on the system 2x and fired 2 reloads (1 green, followed by 1 blue). Each install had 1 successful clamp attempt, followed by a firing with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures by this instrument. There were no errors in the logs relating to this stapler. Refer to medwatch report (MDR) with patient identifier #(B)(6) for additional information regarding the first reported tissue push event.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, the sureform 45 stapler instrument fired a green reload and pushed the target tissue, requiring intervention. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: during the procedure, the surgeon used sureform 45 stapler instrument with a green sureform 45 reload to create the gastric conduit. The stapler clamped down on the tissue with no issues. When the surgeon fired the stapler, part of the staple line was formed, and then the tissue was pushed out. The surgeon replaced the green surefrom 45 stapler reload with another green sureform45 reload and fired inferior to the incomplete staple line. However, the issue persisted, and the tissue was pushed out. Then a backup sureform 45 stapler instrument with a green sureform 45 reload was fired inferior to the second incomplete staple line. At this time, the staple line was completed without any firing issues. As a result of these two tissue pushout incidents, the surgeon had to resect approximately 3cm of additional tissue, which was unplanned. The following were confirmed: no buttress material was used, no error messages were generated, and no pauses in compression occurred. The surgeon confirmed the patient is recovering as expected without any additional hospitalization.